Event description:
A medtronic representative reported that while in a spine procedure, the site requested a replacement awl/probe/tap (apt) driver. No details were provided at the time of the surgery. The procedure was completed with no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up #1 was submitted in error, please disregard. The initial MDR had the "malfunction" field selected, but should have had the "serious injury" field selected instead.

Manufacturer narrative:
Based on further investigation, the device responsible for the reported event was changed from the awl/probe/tap driver to the stealthstation treon treatment guidance system. No conclusive root cause could be determined related to the event. In addition, the apt driver was ruled out as a contributing factor as the failure mode would only result in potential inaccuracy depth-wise not superior/inferior or medial lateral.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. Findings include the device was found to be fully function and the system did not cause the event.

Manufacturer narrative:
A medtronic representative followed-up with a hospital representative, scrub tech, after the surgery was completed. It was reported that the surgeon placed one screw without issue, then went to an adjacent pedicle and proceeded to place the second screw with the apt, but had a concern about placement. The surgeon took a spin with the iso-c and found the screw had been placed in the bottom of the pedicle near the disc space, the surgeon repositioned it. The remainder of the instruments were accurate, however, the surgeon opted not to use navigation to complete the procedure since the apt could not be used. RMA issued. Replacement instrument shipped to site (B)(4) 2012. Medtronic evaluation of the suspect device finds the post has backed out approximately 1/8 inch but is no longer loose. The driver is otherwise functional accepting tools and handle without issue.